Event description:
Report received from the USA stating that the device was heating up. The device was not being used during surgery. It is unknown if there were injuries or medical intervention. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes. The device was evaluated and the problem was unable to be confirmed. If additional information is received, a supplemental report will be sent. (B)(4).